Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon fired the device fine for the first few clips used. Then the clip applier jammed and would not release the clips. He cleared it of clips and tried using it again. The instrument jammed a second time. He asked for a new clip applier for the rest of the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Broken jaw, ejected clip, orange indicator did_not show up. The device was received for analysis and the analysis results showed that the device was noted to have the jaw ramp broken off at the left side. The device was tested for functionality and ejected the remaining clips due to the condition of the jaw ramp. No testing could be performed to evaluate the incident reported due to the returned condition of the device. Additionally, the device locked out as intended but the orange indicator was visible at the 14th firing sequence thus, it over traveled. A batch record review was performed and no anomalies were found during the manufacturing process.